Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35 volt (v) failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined that the motor control (mc) printed circuit board assembly (pcba) required a replacement. The mc pcba was replaced to resolve the issue.